Event description:
It was reported by the physician that the patient's right ventricular (rv) lead has high lead impedance, as well as oversensing and noise particularly with pocket manipulation and isometrics. The high impedance has been present over the past two months. No changes were made and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited intermittently high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.